Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the patient stated that there was not a device issue, patient/therapy issue, procedure issue, etc. The patient reported a previous infection unrelated to the battery or procedure in a different area of the body. Her doctor thinks it may have caused or contributed to the still experiencing symptoms. The only diagnostics performed at this time were physical examination by her healthcare provider in the office. Lab work was ordered after physical examination. Blood work was ordered to confirm suspected diagnosis. No other actions/interventions were taken or scheduled at this time. It is unknown if the issue has been resolved or what other actions were taken, or are planned, to resolve it. Patient weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that pt is having issues with their ins. Caller was unable to provide further details of the exact issue but stated they assume the issue is that the pt is still experiencing pain. Caller had no further details. Caller stated that pt has an upcoming appointment and they would like a rep to meet pt at the appointment. The patient was seen for a battery exchange consultation today, (B)(6) 2023 at hospital with dr. The patient related at an unknown time she began to feel pain, movement, swelling, and redness around her battery pocket due to an unknown cause. She related that she is still getting good therapy and significant relief with her currently implanted battery for her chronic pain. Her device was interrogated in the office under physician supervision and revealed no issues with her current device. There were no impedances and connections to the battery were good. The patient relates that she has a recent history of a toe/foot infection and the doctor is concerned that the infection may have spread to the battery pocket. He has sent her for further testing to confirm.